Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir leak. The customer's blood glucose level at the time of incident was 150mg/dl. The customer states the leak was past the o-rings. The customer states the leak occurred while filing. The customer was advised the reservoir would be replaced and returned for analysis.